Event description:
The customer observed false positive architect hiv ag/ab combo results for 15 patient samples. The customer assumed a problem with the reagent kit, decided to recalibrate the assay and ran controls, however the controls generated error code 0414. All 15 samples were retested, and 5 samples retested positive. The 15 samples were retested on another architect in the lab and generated negative results. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service reviewed the logs, inspected the architect i2000sr, serial number (B)(6), and determined to be the arc, probe (08c94-47) the likely cause. Service replaced the part, and the issue was resolved. No additional discrepant results have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the arc, probe (08c94-47) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr, serial number (B)(6) or the arc, probe was identified.